Manufacturer narrative:
The pod was received deployed and delivered 57 pulses. The data shows the device completed first and second priming sequences, though it is unknown at what point the needle deployed. No timeouts or drive stalls were seen in the download data. No damages or defects were found during the investigation that would cause a needle mechanism failure. The cause of the reported event could not be determined.

Event description:
It was reported that the cannula was visible after pod removal, but the pink slide was not visible, indicating a needle mechanism failure. Pod was worn less than an hour. No treatment and no blood glucose level was reported.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone15.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.